Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the current issue being an incorrect fill estimate of 100 units shown by the pump. There was no adverse impact to the customer's blood glucose level. The caller was educated by technical support that this discrepancy can occur due to a large variance in measured pressures, and once the amount of insulin remaining equals the static number displayed, the fill estimate will begin to count down as normal. The caller understood and acknowledged the explanation.